Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the patient experienced asystole when their right ventricular (rv) lead dislodged during a physical struggle. A temporary implantable pulse generator (ipg) was used and the lead was later repositioned. The lead remains in use. No further patient complications have been reported as a result of this event.